Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor (gold). The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus/basal. Customer's blood glucose was 158 mg/dl. The customer stated that the motor error occur x times in the last 30 days and no motor position encoder error alarm. Customer does not use the sensor feature on the pump. The customer stated they are able to complete the rewind sequence. The customer was advised to return the pump with battery and zero out basal rates. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return the broken pump for analysis.